Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 11:00:43 pm to 11:20:41 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:00:43 pm on (B)(6) 2020. On (B)(6) 2020, at 8:00:34 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2020, at 8:26:30 pm, 8:33:49 pm, 8:42:54 pm, and 8:45:26 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.